Manufacturer narrative:
The spring-clip for the rinse nozzle was damaged during operator maintenance. The investigation determined that the operator's action was the root cause of the event.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for four patient samples tested on a cobas 8000 c 702 module. Results from the following tests were affected: tp2 total protein gen.2, ureal urea/bun, ca2 calcium gen.2, and phos2 phosphate (inorganic) ver.2. No incorrect results were reported outside of the laboratory. The first sample initially resulted with a total protein value of 58.1 g/dl, which repeated as 80.7 g/dl. The second sample initially resulted with a bun value of 2.07 mmol/l, which repeated as 13.54 mmol/l. The third sample initially resulted with a bun value of 0.81 mmol/l, which repeated as 6.96 mmol/l. This sample initially resulted with a calcium value of 1.97 mmol/l, which repeated as 2.54 mmol/l. The fourth sample initially resulted with a phosphate value of 0.36 mmol/l, which repeated as 0.99 mmol/l. The total protein, bun, calcium, and phosphate reagent lot numbers and expiration dates were requested, but not provided.